Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported. Additional information was received detailing that the lead was explanted due to exhibiting loss of capture and noise. It is unknown if this lead will return for analysis.

Manufacturer narrative:
Information was corrected from the following fields: d6a: implant date d6b: explant date additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported. Additional information was received detailing that the lead was explanted due to exhibiting loss of capture and noise. It is unknown if this lead will return for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead will return for analysis. No additional adverse patient effects were reported.